Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, the initial reporting stated the product was not suspected of failing to meet specifications or contributing to event. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item.

Event description:
The pt was revised because of poly wear.